Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding. An extra suture was applied to obtain hemostasis. Additionally, the patient's leg was ischemic. An additional device was added to perfuse on the opposite leg. Later, the patient was successfully weaned from the device and survived.

Manufacturer narrative:
The impella passed all post sterile inspection checks. Investigation summary: no product was returned for investigation. The cause of the bleeding is determined to be patient condition because of extreme calcification in vessels. The root cause of the ischemia was unable to be determined due to insufficient clinical details.